Event description:
It was reported that during the implant of the implantable pulse generator (ipg) and the lead, the health care professional tunneled from the pocket to the back. As he was removing the obturator to insert the lead tails, it broke inside the tunneler. It was noted that he did not need to re-tunnel. He was able to retrieve the piece that broke from the tunneler with surgical instruments and continued with the procedure. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4).